Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. There was a communication error between the battery and the power source. Customer requested the device to be returned unrepaired. No components were replaced. In addition, it was found that the rear enclosure chip bottom right, missing rubber feet, misaligned enclosure left side, crack on handle, and missing foot.